Manufacturer narrative:
Pump failed to boot up once installing aa battery, flashing white display was noted during testing. Unable to perform displacement test and self test due to a flashing white display. Test p-cap locked properly into the reservoir compartment. Unable to download pump history files and traces using thus and carelink software due to flashing white display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, minor scratches on the lcd window, pillowing keypad overlay, and label damage. Cosmetic damage was confirmed at the screen. Unable to verify customer's complaint for audio/vibrate anomaly/absence of alarm and missing segments/partial display due to flashing white display. Unable to upload/download was confirmed due to flashing white display. Moisture damage was confirmed found isolated to the battery tube. Flashing white display was confirmed during testing due to a hardware failure problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump was cracked and has white flashing screen and the pump was beeping after bumped the insulin pump from customer. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and instruct customer to discontinue pump use and revert to back up plan as per hcp instructions. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.